Manufacturer narrative:
Preliminary investigation performed by r&d product manager on october 08, 2018; looking at the images it is evaluated that right small teeth of the blade is broken. It seems that the instrument has been positioned unproperly putting in tracion only one teerth and this creates the breakage. Further details will be reported during visual inspection analysis. Visual inspection performed by r&d product manager on october 11, 2018 during the analysis it has been evaluated that the right small teeth of the blade is broken. It seems that the instrument has been positioned unproperly putting in tracion only one teerth and the breakage occurs consequently. Batch review performed on october 12, 2018. Lot 1652559: 47 items manufactured and released on 14 november 2016. No anomalies found related to the issue. To date, no similar event on the same lot has been registered.

Event description:
During the amis hip surgery, when the surgeon was trying to position the amis charnley in the patient, a prong of the amis charnley was broken.